Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01621. Related manufacturer reference number: 1627487-2020-01623. It was reported patient was experiencing painful shocking sensation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted and replaced with a competitor¿s system to address the issue.